Manufacturer narrative:
Qn#(B)(4). The device lot number was not provided; therefore , a DHR review could not be conducted. An actual sample was returned for investigation. Based on the complaint descript ion, it was reported that the balloon had burst. Review of the catheter showed a burst balloon which had split vertically from distal to proximal of the balloon effective area. Closer examination using dino-lite (x60 magnification) along the split line and nearby proximity area revealed a t race of abrasion on the right side of the balloon. Balloon split may happen due to several reasons such as being in contact with sharp object during use i.e. Contact with clamper, kidney dish/tray, overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative's compounds. Balloon could also burst as a result of balloon had come in contact with bladder or kidney stone during use for patient with bladder or kidney stone history. Based on literature review, salty like sediment could also possibly lead to balloon tea r. Refer to figure 1 below adopted from an article from robinson j (2003): deflation of a foley catheter balloon , nursing standard which stated that encrustation stick on the catheter balloon may be break into small particles and scratch the catheter surface and patient urethra resulting into bleeding, scarring or trauma. A simulation test was conducted with representative samples from production on the same catheter size and balloon volume. Samples were inflated with 10ml distilled water and soak in water at 37"c for 14 days. Samples were removed from soaking after 14 days and check for any leakage or burst. No issue was observed (refer figure 2). Balloons are still inflated to its normal condition and shape. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be discarded before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak t est. Catheter with defective balloon will be culled out during this process. Based on the investigation conducted on the actual sample, it is believed that the abrasion marks found near the split area had initiated the tear that lead to the balloon burst. Therefore, this complaint could not be confirmed as stated.

Event description:
It was reported that the catheter was found in the bed out of the patient. The balloon had burst.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the catheter was found in the bed out of the patient. The balloon had burst.